Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this lead was explanted due to oversensing with pacing inhibition. They did not indicate whether a new lead was implanted. Should additional information be provided this file will be updated.